Event description:
Patient status post bilateral veptr implantation on (B)(6) 2011, returned to surgeon two months post operatively for a follow up visit in (B)(6) 2012. The clinical exam revealed the patient developed a possible infection. Patient was returned to the operating room on (B)(6) 2012, for right side veptr removal, the right side hardware was removed, patient was not revised to new hardware at this time. This is 6 of 9 reports for this event.

Manufacturer narrative:
The device history records review could not be completed without a lot number. The investigation could not be completed, no conclusions could be drawn, as no product was returned.